Manufacturer narrative:
Investigation completed on syringe infusion pumps/medfusion 3500 pumps the complaint of check clutch revealed in history log and during occlusion testing this was verified. The physical condition of the device revealed right plunger case right plunger case was cracked. The cause was believed to be normal wear and tear of the device as part over five years old. Action was taken to replace clutch half's left and right.

Event description:
Information received a smiths medical pumps/medfusion 3500 clutch error. No patient involvement.